Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs have not begun and are pending the customers approval. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs have not begun and are pending the customers approval. If any additional information is received, a follow-up report will be filed. New information/eval: during the evaluation of the device the technician confirmed that the failed test was caused by a faulty trilogy ev300 3 way solenoid valve and proportional valve (aecm) therefore the3 way solenoid valve and proportional valve (aecm) was replaced to resolve the issue. The system meets the specifications for the performed service and is returned to use.